Event description:
Customer reported she was hospitalized. Customer stated "she went" she was on her way to the hospital and her blood glucose was 430 mg/dl and when she arrived, it was around 533 mg/dl and the hospital is only a block away from her house. She was told she was in diabetic ketoacidosis but she did not feel like she was. Customer stated that her dogs woke her up and her spouse took her to the hospital. Customer had an injury and it was determined that she had bleeding in the brain. She was transported via airplane and surgery was done to drain the bleeding. She was hospitalized for 3 weeks. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.